Event description:
It was reported that foreign matter was found on the bd plastipak¿ syringe with needle before use. The following information was provided by the initial reporter, translated from spanish to english: "the surface of the hypodermic needle must be free of particles and foreign matter, when inspected by normal vision or corrected to normal. The base must be free of particles and foreign matter."

Manufacturer narrative:
H.6. Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The pictures and retain samples were analyzed and it was possible to observe the presence of foreign matter at cannula and flash at hub. According to the evaluation performed by the multidisciplinary team quality, process and production the follow points were identified as potential causes for the occurrence: foreign matter: polymerized lube, system cleaning failure, machine stopped, incorrect gauge selection, polypropylene on cannula, system cleaning failure, use of air guns, pad parts on cannula, worn lube application pad, dirt pad, black spot on cannula, system cleaning failure, use of air guns, dirt pad, resin on cannula, o¿ring ring adjustment failed, incorrect nozzle pressure, flash: gap between the epoxi and inner diameter of metal sleeve bearing; the follow actions were planned to mitigate the potential causes: polymerized lube: increase frequency and lube cleaning procedure; empty lube tank in long stops ¿ empty nips in longs stops; verify that the selection of gauges during the changeover is being performed correctly. Set selection control; polypropylene on cannula increase frequency of shield station cleaning; remove air guns from machine; nstall movable guard on shield station; pad parts on cannula establish pad exchange frequency; insert pad quality analysis in operating routine; black spot on cannula establish daily and weekly cleaning procedure; remove air guns from machine; establish pad exchange frequency; insert pad quality analysis in operating routine. Resin on cannula poka yoke o'ring ring adjustment study and establish adjustment patterns train all shifts flash: develop gauge to inspect mold during setup. Monthly or setup review of epoxy pins condition check mold centralization as part of bbp. Evaluate the feasibility of inspection by digital magnification. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd plastipak¿ syringe with needle before use. The following information was provided by the initial reporter, translated from spanish to english: "the surface of the hypodermic needle must be free of particles and foreign matter, when inspected by normal vision or corrected to normal. The base must be free of particles and foreign matter."